Manufacturer narrative:
(B)(4). (B)(6). This is a report of a use error, where there was insufficient drain, tidal ultrafiltration removal was set too low. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 107 (night drain #7) alarm. The home patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative explained meaning of alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.